Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 400 mg/dl and a bolus of insulin was to be delivered to address the bg level. The customer did not know the cause of the high bg. A pump system check was performed and no device issue was identified. The customer reported having a high white blood cell count (note related to infusion set site). The customer was to speak to a healthcare provider about the high bg and possible infection.